Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. This effect can result from movements over time of the electrode lead and/or the stimulator relative to each other. Possible causes to be considered include specific anatomical or physiological conditions as well as the technique applied for implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user is bilateral implanted. The hearing sensation and performance was decreased for the left compared to the right ear. There was hearing sension when stimulating the channels with high status; however channels 10 and 12 were turned-off. According to information received from implant registration the electrode was not recessed in channel and the device was not fixated which is not in line with medel surgical recommendations. The user was re-implanted with a cochlea implant with a +compressed electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show a device malfunction. The patient has hearing sensation stimulating the channels with high status, however the performance of the left ear is poorer than the performance of the right ear.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
In situ measurements show a device malfunction. The patient has hearing sensation when stimulating the channels with high status; however the performance of the left ear is poorer than the performance of the right ear. The user will be re-implanted but a surgery date has not been established yet.